Manufacturer narrative:
The technician found the patient right head brake caster pad was worn and not making proper connection to the wheel to prevent the bed from moving. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced the patient right head brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the patient right head brake was not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).